Event description:
Reason for check: dizziness (ems reported abnormal pacing, physician has not witnessed, no strips from ems). Atrial capture threshold measurement above range 1.875 v, programmed amplitude 2.0 v, see lead trends. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).